Event description:
This procedure was performed in the iliac. During deployment of the primus stent at the rated burst pressure, the physician reported that the balloon ripped circumferentially, and when the physician tried to remove the balloon, it got caught in the stent, causing three quarters of the material of the balloon to be left in the pt. The physician deployed add'l stent to hopefully cover the balloon material between vessel wall and stent.